Manufacturer narrative:
Additional information: h6 (update codes), h11 h11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a false alarm for an occlusion. The pump was alerting that the line was occluded even after the line had been assessed and corrected. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.